Manufacturer narrative:
Batch review performed on 25 may 2022 lot 1908971: (B)(4) items manufactured and released on 31-oct-2019. Expiration date: 2024-oct-19. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event. Additional item involved in the event, batch review performed on 25 may 2022 reverse shoulder system 04.01.0208 lat. Glenosphere 39xø24.5 (k193175) lot. 2008829a lot 2008829a: (B)(4) items manufactured and released on 20-jul-2021. Expiration date: 2026-jul-07. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event.

Event description:
The patient came in reporting pain due to a dislocation of the glenosphere from the liner and the cause of the dislocation is unknown. About 1 month after the primary surgery, the surgeon revised the liner and the surgery was completed successfully.